Event description:
It was reported that the patient heard an alert and went to the hospital. The lead had high impedance, was oversensing, and was thought to be fractured. It was noted that the patient's work is physically hard requiring a lot of heavy lifting over the patient's head. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the full lead was returned, analyzed, and the distal conductor was fractured. It was also noted that the defibrillator conductor was distorted, the outer tubing overlay had cosmetic environmental stress cracking, the helix was distorted/bent, and there was blood in/on the helix mechanism and sleevehead.